Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal could not be loaded and the procedure was completed without any problems using a spare heart string. No health hazard to the patient.

Manufacturer narrative:
Trackwise (B)(4). Updated sections: b4, g4, g7, h2, h6, h10, h11. Corrected section; h3 - device not eval code changed from "device discarded" to "device not returned". Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there were 2 additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of ¿oct 2021 ¿ through ¿jan 2022¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb-2020 through jan-2022 was reviewed. There were no triggers identified for the review period. Device not returned: (4114/3221/67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.